Event description:
It was reported that the individual contacted support after receiving an occlusion alert. Troubleshooting was performed, during which the individual was instructed to disconnect from the infusion site and perform a fill tubing step. Drops of insulin were observed coming from the needle connector, and replacement of the infusion site was recommended. The infusion set was removed, and the cannula did not appear bent. The individual was guided through replacing the infusion site and filling the cannula, after which insulin delivery was resumed. The infusion set in use was a 6 mm, 23-inch inset, and the lot number could not be confirmed. At the time of the initial contact, blood glucose was elevated at 236 mg/dl. The individual reported that blood glucose levels were affected by the issue, with levels outside the target range for approximately 45 minutes. No back-up therapy, ketone testing, or professional medical intervention was used, and no immediate health effects were experienced. The individual later contacted support again because blood glucose levels had not yet regulated and were reported at 287 mg/dl. The individual stated that two manual injections of insulin had been administered. Guidance was provided to disconnect from the device and suspend insulin delivery to allow the manual injections to take effect. It was explained that continued elevated glucose levels suggested a potential issue with the infusion site, and a follow-up was planned. During follow-up, blood glucose levels had decreased to 204 mg/dl and were trending downward. Assistance was provided to reconnect to the device using a new 23-inch teflon 6 mm inset infusion set. The individual was instructed to discard the old cartridge, infusion set, and connector, rewind the device, reinsert the cartridge, secure a new connector, attach new tubing and infusion set, perform fill tubing, apply the infusion set, and fill the cannula. Insulin therapy was confirmed to have resumed. By the end of the interaction, blood glucose was reported at 176 mg/dl and trending downward. The individual was advised to continue monitoring glucose levels and to seek further assistance if additional issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.